Manufacturer narrative:
(B)(4). D10 - medical product: e1 vngd ps tib brg 63/67x10 catalog # ep-183620 lot # 181130. Unk vanguard tibial component catalog # unk lot # unk. Unk vanguard femoral component catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure eleven years post implantation for pain due to patellar loosening. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Visual evaluation of the photograph provided shows that the device has wear consistent with usage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is radiolucency surrounding the majority of the patellar implant, greatest laterally, which appears loose. There is no evidence of femoral or tibial implant loosening and overall, knee alignment is anatomic. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.